Event description:
It was reported that the infection is resolved.

Event description:
It was reported that the patient had an infection at the ipg site. The system was explanted on (B)(6) 2019. The patient was given antibiotics as treatment.